Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her battery lasted one week. The customer stated that she changed the battery and she used a new duracell aaa alkaline battery in the pump, which lasted 7 days. Customer stated that she changed the battery with another energizer battery. Customer found no damage in the battery compartment and battery cap. Customer will monitor the pump battery for now. Customer declined troubleshooting for a bad battery and failed battery test alarm.